Event description:
Allergic reaction (red itchy rash on legs, arms and neck, scaly skin on legs); left knee swelling; left knee effusion. Info was received in aug-2004 from pt with a history of osteoarthritis both knees, allergy to bextra, no known allergy to chicken/egg protein and no previous viscosupplementation, who experienced an allergic reaction (red itchy rash on legs, arms and neck, scaly skin on legs), left knee swelling and effusion. Pt began a treatment with synvisc in 2003. The pt received three injections of synvisc into the left knee in 2003. After the second injection, the allergic reaction began and the pt experienced a red rash on the left knee and lower leg. Following the third synvisc injection, "the allergic reaction progressed" and "both legs were very red and followed my veins. The blood red rash spread up to both arms and my neck, but was mostly below the knees of both legs. The rash itched severely. My left knee was swollen." The pt consulted the synvisc prescriber and a dermatologist. Fluid was removed from the left knee; "a cortisone injection" was given from the prescriber and the dermatologist prescribed "an ointment." The dermatologist and the synvisc prescriber "both agreed synvisc caused the allergic reaction." All events resovled 2-3 weeks after treatment and the skin on both legs was "scaly for months afterwards."